Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering. The nurse was contacted, but declined to provide any information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. A review of all batch record documents was performed for (B)(4) with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h12g11099. An exception was noted for the batch but does not indicate any issues related to the complaint. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.